Event description:
It was reported that due to an st segment elevation myocardial infarction (stemi) with shock, an emergency procedure was performed on (B)(6) 2013. The target lesion was the proximal to distal left anterior descending artery (lad), with 99% stenosis in the proximal to mid lad and 90% stenosis in the distal lad. A xience prime 2.5 x 15 mm stent was implanted, without pre-dilatation, in the distal lad. A xience prime 3.0 x 33 mm stent was implanted in the proximal to mid lad after pre-dilatation. After the procedure, the patient was noted to have reduced blood pressure and anuria. An intra-aortic balloon pump (iabp), continuous hemodiafiltration (chdf) and catecholamine were administered. Around (B)(6) 2013, chdf was stopped because catecholamine was still administered. On (B)(6) 2013, an elective procedure was performed to treat asymptomatic ischemia. A non-abbott 3.5 x 12 mm stent and a non-abbott 2.5 x 12 mm stent were deployed at the proximal left circumflex (lcx) to the distal lcx. After the procedure, congestive heart failure (chf) occurred. Blood pressure change was not confirmed during and shortly after the procedure. However, the blood pressure fell to around 60 mmhg. The catecholamine dose was increased, but blood pressure and pulse showed gradual decline. Then, the patient expired without treatment.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The physician commented that findings of worsening heart failure were noted because brain natriuretic peptide (bnp) was 784.4pg/ml when the blood pressure fell. The patient was in cardiovascular failure because the patient had chronic renal disease, hepatic dysfunction and increased blood levels of potassium. The physician concluded that there was stent thrombosis, as there was no change on the electrocardiogram and echocardiogram at the infarct zone. However, no angiography was performed after chf. There was no relationship between the chf and stents or the procedure. The chf resulted from reduced left ventricular (lv) function due to large anterior myocardial infarction with chronic total occlusion (cto) of the right coronary artery (rca) and lad. The final cause of death is due to reduced lv function, renal failure and cardiac arrest. No additional information was provided. Concomitant medical products: stent: xience prime 3.0 x 30 mm, promus element plus 3.5 x 12 mm and 2.5 x 12 mm. The stent remains in the patient. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The reported patient effects of cardiac arrest, death, hypotension, and thrombosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.